Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("in many cases, the coils have perforated the tubes and surrounding organs, have fragmented and embedded in the womb, or have migrated out of the tubes and never been found; many women are complaining"), perforation ("in many cases, the coils have perforated the tubes and surrounding organs, have fragmented and embedded in the womb, or have migrated out of the tubes and never been found; many women are complaining"), device breakage ("in many cases, the coils have perforated the tubes and surrounding organs, have fragmented and embedded in the womb, or have migrated out of the tubes and never been found; many women are complaining"), embedded device ("in many cases, the coils have perforated the tubes and surrounding organs, have fragmented and embedded in the womb, or have migrated out of the tubes and never been found; many women are complaining") and device dislocation ("in many cases, the coils have perforated the tubes and surrounding organs, have fragmented and embedded in the womb, or have migrated out of the tubes and never been found; many women are complaining") in na unspecified number of female patients who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced fallopian tube perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant). At the time of the report, the fallopian tube perforation, perforation, device breakage, embedded device and device dislocation outcome was unknown. The reporter provided no causality assessment for device breakage, device dislocation, embedded device, fallopian tube perforation and perforation with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 26_jun_2017 for the following meddra preferred terms: fallopian tube perforation: the analysis in the global safety database revealed 601 cases. Perforation: the analysis in the global safety database revealed 33 cases. Device breakage: the analysis in the global safety database revealed 1639 cases. Embedded device: the analysis in the global safety database revealed 341 cases. Device dislocation: the analysis in the global safety database revealed 1190 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.